Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherland. It was reported that the patient experienced an event of high blood glucose due to bent needle on (B)(6) 2025. The blood glucose level was 12.3 mmol/l. The patient treated with correction bolus via pump. No further information available.